Manufacturer narrative:
(B)(4). Additional narrative: the sample is available for evaluation, per the customer; however, the sample has not yet been received by baxter. Should the sample and/or any additional information become available, a follow-up report will be submitted. This is a 510k exempt product, however, based on a medical assessment it has been determined the incident is a reportable event.

Manufacturer narrative:
(B)(4)additional narrative: upon further investigation by baxter, this event has been determined to be non-reportable.

Event description:
It was reported to baxter that one (1) automix 3 +3/as compounder transfer set was observed leaking at the location of the filter and tubing hub on the red and green lines. There was no patient involvement. No additional information is available. This is report 2 of 2 with the same reported problem from this facility.